Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Date of event: the date of the event is not known. The initial reporter phone is not available / reported. [Conclusion]: the healthcare professional reported that on (B)(6) 2021, during a visit to the facility, he was informed by the nurse that there was an issue that had occurred during a procedure where the 5mm x 33mm embotrap ii revascularization device (et007533 / 20h119av) was used. It was reported that the nurse was not able to provide any information on what occurred. On 25-aug-2021, additional information containing details from the physician was received. The information indicated that ¿the embotrap did not interact well with the sofia 6fr.¿ there was no report of any patient adverse event or complication. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the initial examination of the returned embotrap device identified evidence of deformation. Kinking of the proximal struts of the outer cage, entanglement of the floating crowns of one of the body segments of the outer cage, entanglement between the floating crown of another body segment of the outer cage with the inner channel, deformation of the inner channel spring feature and expanded struts, and deformation of the proximal coil were observed. No further damage or deformation of the device was noted. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. The deformation noted during the visual inspection under magnification is consistent with attempted delivery of the device in an expanded state against resistance. The returned embotrap device was attempted to be passed through a 0.0195-inch inner diameter (ID) tube. Initially the device failed to retract fully, failing at the fourth body segment where the floating crown of the outer cage was entangled with the inner channel. However, during advancement of the device from the 0.0195-inch ID tube, the floating crown of the fourth body segment disentangled from the inner channel, with this section of the device returning to a normal configuration, showing no signs of deformation other than localized kinking of the floating crown which was tangled. Following this the returned embotrap device was successfully passed through a 0.0195-inch tube confirming that the profile conformed to the specification for compatibility with 0.021-inch microcatheters. Following this inspection, the floating crowns of the first body segment were disentangled through minor gentle manipulation. The overall shape of the entire returned embotrap device improved, with the body segments that had not fully expanded and the distal section of the inner channel returning to normal. Device insertion and delivery assessments were performed using the returned embotrap device and sample 0.021-inch microcatheters. The returned embotrap device was successfully delivered to the distal tip of a sample headway 21 and prowler select plus microcatheter with no issues. Recreation of the deformation observed on the returned device was achieved through advancement of a sample embotrap device through a sample embovac large bore catheter with a kink present. The ID of 0.071 inch of the embovac simulates delivery of an embotrap device through a catheter with an ID outside the recommended range (recommended ID 0.021 inch ¿ 0.027 inch), which results in the device delivering while in an expanded state. Advancing the device in this expanded state against a point of resistance (a kink on the embovac in this case) resulted in kinking of the proximal struts, permanent deformation of the proximal coil into a curve and deformation of the first body segment of the outer cage, all of which were present on the returned device. A review of the manufacturing documentation associated with this lot (20h119av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Conclusion: the returned embotrap device shows evidence of deformation which appears to be the result of advancement of the device in an expanded state against resistance. Some of the deformation present on the returned embotrap was not permanent and was resolved either through withdrawal and advancement of the device or minor gentle manipulation. The returned device was successfully passed through a 0.019-inch inspection tube and delivered to the distal tip of two different samples of 0.021-inch microcatheter, indicating that the returned device was compatible with 0.021-inch microcatheters. Deformation similar to that observed on the returned device was successfully recreated through advancement of a sample device against resistance in a catheter with a larger ID than that recommended (recommended ID 0.021 inch - 0.027 inch). The details of the complaint event were not reported for this complaint, however based on the investigation carried out a possible cause of the incident which occurred could be attempted delivery of the embotrap device in an expanded state through a catheter with a larger ID than recommended against resistance. This will result in deformation similar to that observed on the returned device as shown through this investigation. There is no indication that this complaint was as a result of a defect with the embotrap device. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2021, during a visit to the facility, he was informed by the nurse that there was an issue that had occurred during a procedure where the 5mm x 33mm embotrap ii revascularization device (et007533 / 20h119av) was used. It was reported that the nurse was not able to provide any information on what occurred. On 25-aug-2021, additional information containing details from the physician was received. The information indicated that ¿the embotrap did not interact well with the sofia 6fr.¿ there was no report of any patient adverse event or complication. The complaint device was returned for evaluation. It was received on 01 nov 2021. Based on the product analysis completed on 30-nov-2021, this event has been deemed MDR reportable as a ¿malfunction.¿